Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during an manual priming. During troubleshooting, the customer confirmed that the device's drive support cap was sticking out. The customer stated that the insulin pump had been bumped on the morning of the call. Blood glucose level was about 200 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.